Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the wire lumen. There were numerous hypotube kinks. Magnified inspection did not reveal any damage or irregularities to the balloon. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The device was inflated to rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).